Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. The analyst commented that beginning 8-jul-2015 the max atrial impedance measured 14513 ohms and then rose to 20365 ohms on 15-jul-2015, up from a trend of 266 -322 ohms. Since 26-jul-2016 105684 open circuit paces and 86 non-physiological senses. Atrial capture thresholds were not available. Analysis of the device memory indicated atrial oversensing. The analyst commented that atrial oversensing observed in save to disk egms.

Manufacturer narrative:
Concomitant products: 4965-25 lead, implanted: (B)(6) 2006; pb1018 transcatheter valve, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited high thresholds, no capture, and high impedance. It was also reported that an x-ray showed discontinuity of the lead conductors below the heart. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.